Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the stem was protruding through the sterile packaging when opening the box causing the stem to not be sterile. The stem also penetrated the outer box as well. There was no patient involvement. Attempts have been made and additional information on the reported event is unavailable at this time.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Evaluation of the returned product/photographs provided confirmed the sterile packaging blister and pouch are damaged. Further evaluation found the corrugated carton exhibited damage from the protruding stem. Therefore, the reported event is confirmed. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. The likely condition of the device when it left zimmer biomet is conforming to specification. The root cause of the reported event it likely to be damage during transit. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.